Manufacturer narrative:
Insulin pump passed all operating currents tested with in the spec range and passed off power test. Insulin pump monitored and tested with no blank display noted. Insulin pump received with broken belt clip slot and cracked reservoir tube lip noted.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. It was also reported that there were cracks to the case of the insulin pump. Customer's blood glucose level at the time was unknown, however the customer had blood glucose levels in the 400 mg/dl range. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.